Event description:
My son was notified that he had been exposed to covid, and the initial rapid test was positive. A subsequent pcr test indicated this was a false positive, and he did not have covid. The rapid test picked up on a previous infection from (B)(6) 2020. FDA safety report ID# (B)(4).